Manufacturer narrative:
D10. Section d references the main component of the system. Other medical products in use during the event include:  product ID hh90t01, serial: (B)(6) , product type: 2201-mobile platform product ID: a820, product type: software, software version: 2.0 (exact 2.0 version unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing bupivacaine for non-malignant pain. It was reported that when the patient would attempt to give themselves a bolus, it would take 4 attempts and they moved the communicator around the pump and the last 5% stalled there every single time. The patient mentioned that they had taken pictures to show how it just stayed on like 95% and would get to 90% and then just stop eventually. An agent walked the patient through clearing data out of the app. The patient was able to bolus without a lag. The agent sent an instruction email to the patient on how to clear out the data. The lag issue had been going on ever since the patient received it. The patient was allowed 10 boluses/day, but stated they used maybe 2 boluses a day.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient reporting that the software version was 2.0.1700 and that they clear data once a month.